Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited far r-wave oversensing of premature ventricular contractions that led to inappropriate automatic mode switch. Programming changes were made. The patient was in stable condition.